Event description:
Pt present to clinic saying that she thought something was wrong with line. It did not look right. On review, hub of catheter was sitting in statlock cradle. Catheter was snapped at hub with no visible portion of catheter at insertion point/skin level. When cleaned of dried blood, insertion point looked healed over. Hub of catheter saved, however, remaining 56 cm of catheter was in pt in the central circulatory system. Pt transferred for retrieval through angiography. Unk what happened to retrieved portion of catheter after successful removal.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar complaint(s) from this lot number.